Event description:
It was reported that this right ventricle (rv) lead was revised. Boston scientific technical services (ts) discussed that the rv lead was functioning appropriately after the revision. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received indicates that the right atrial (ra) lead showed a high capture threshold. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block h6 impact code. This supplemental report was created to capture information corrections.

Event description:
It was reported that this right ventricle (rv) lead was revised. Boston scientific technical services (ts) discussed that the rv lead was functioning appropriately after the revision. This rv lead remains in service. No additional adverse patient effects were reported.